Manufacturer narrative:
On 1/14/2021, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve issue occurred. The valve of the sheath was broken. The sheath wasn't hermetic anymore. Blood could go out of the sheath. Physician believes that it's due to manufacturing problem. Changing the sheath solved the problem. No section was broken. There was no report of patient consequence. No intervention was required, the blood loss was not significant. The hemostatic valve issue is an MDR-reportable event. Device evaluation details: according to pictures provided by customer, the hemostatic valve appear dislodged in the hub. The device was also visually inspected, and the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve and leaking blood since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record evaluation was performed for the finished device 00001434 number, and no internal action related to the complaint was found during the review. The issue reported by the customer regarding obstruction was confirmed since the conditions of the hemostatic valve could be related to the issue reported. It seems to be related to the incorrect introduction of the vessel dilator. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due to the conditions observed in the hemostatic valve conditions, an internal action has been opened. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium where hemostatic valve issue occurred. The valve of the sheath was broken. The sheath wasn't hermetic anymore. Blood could go out of the sheath. Physician believes that it's due to manufacturing problem. Changing the sheath solved the problem. No section was broken. There was no report of patient consequence. No intervention was required, the blood loss was not significant. The hemostatic valve issue is an MDR-reportable event.